Manufacturer narrative:
E1: complainant street address: (B)(6), complainant city: (B)(6), complainant state/province: (B)(6), complainant postal code: (B)(6), complainant phone: (B)(6), complainant country: (B)(6). Firstly, cardinal health contacted liberator from medical supply and they further contacted company. Afterwards receiving this report, the consumer was contact directly for further information. Patient information: patient city:(B)(6). Patient state/province: (B)(6). Patient postal code: (B)(6). Patient phone: +(B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
This emdr is being submitted to report the issues occurring in the past couple of year. It was reported that an unknown quantity of wafers from an unknown number of market units had an off-centered starter hole. It was reported by the retailer that wafer had off centered starter hole. The customer was contacted directly afterwards. The end user stated that he was a long-time user and received products with off-center openings. He clarified that this issue was not related to mass assembly. Also, mentioned that when the end user initially noticed the off-center openings and used them. No photo was available at this time.